Event description:
The customer contact reported that during start up, the device touchscreen does not respond when pressed. There were n reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond. The probable cause was due to contamination on the touchscreen connectors due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.